Manufacturer narrative:
The batch number could not be verified due to incomplete or missinginformation and / or product from the customer. Our manufacturingq-system assures that production and process controls are in place toensure that batches confirm to the applicable specifications before theyare distributed.the removal of a dental implant during surgery without the replacementof another dental implant is a known inherent risk of the procedure dueto either lack of primary stability of the implant (patienor procedurerelated). It may also include the removal of an implant afterosseointegration due to either the clinician's or patient¿s decision.the manufacturer¿s trend analysis confirms that usually proceduralerrors and/or patient's condition contribute to the event.the device does not have 510(k), but was once improperly sold in us andis being reported since still are 2 units installed in patients.therefore, this item must be always reported.

Event description:
The clinician reports the implant was inserted 2014-(B)(6) in fdi 46. On 2023-(B)(6), the implant was removed upon clinician¿s decision. No product was returned to the manufacturer. There were no reported patient injuries or complications.